Manufacturer narrative:
The actual device was not available; therefore a device analysis could not be completed for that sample. However, six (6) retention samples were evaluated. Visual inspection was performed through the packaging and no issues were noted with the white knob. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "knob" of a stopcock was loose during patient use. No leakage was reported. There was no patient injury or medical intervention associated with this event. No additional information is available.